Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tooth disorder ('dental problems : teeth weakening') in a 28-year-old female patient who had essure (batch no. 810890,610890-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, ear pruritus, sneezing, watering eyes, wheezing, allergic rhinitis, dry cough, shoulder pain and dyspnea. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2009 to 2011 for birth control as well as anti allergic agents since (B)(6) 2015, fluticasone propionate (flovent) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2016, naproxen sodium (aleve) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type,"), bladder disorder ("bladder or urinary problems or"), urinary tract disorder ("bladder or urinary problems or"), migraine ("migraines / headaches"), fatigue ("fatigue,"), abdominal pain upper ("stomach pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced vulvovaginal dryness ("hormonal changes describe: vaginal dryness,"), rhinitis ("infection (other) describe:nose") and ear infection ("infection (other) describe: ear") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced tooth disorder (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced dry skin ("rashes or skin conditions type: dry,"), pruritus ("itchy") and muscle spasms ("muscle spasm/ back muscle spasm"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type,"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), paracetamol (tylenol) and surgery (esssure removal and tooth removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, tooth disorder, vulvovaginal dryness, cystitis, urinary tract infection, vaginal infection, rhinitis, ear infection, dry skin, pruritus, urinary tract disorder, migraine, cardiac disorder, blood disorder, nausea, fatigue, weight increased, muscle spasms, abdominal pain upper, weight decreased, anxiety, back pain and headache outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dry skin, ear infection, fatigue, headache, migraine, muscle spasms, nausea, pelvic pain, pruritus, rhinitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal dryness, weight decreased and weight increased to be related to essure. The reporter commented: left coil-5 ; right coil-2. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test was negative. Lot number ( 610890 ) is invalid lot number:810890 manufacturing date: 2010-12 expiration date:2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tooth disorder ('dental problems: teeth weakening') in a 28-year-old female patient who had essure (batch no. 810890,610890-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, ear pruritus, sneezing, watering eyes, wheezing, allergic rhinitis, dry cough, shoulder pain and dyspnea. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2009 to 2011 for birth control as well as anti allergic agents since (B)(6) 2015, fluticasone propionate (flovent) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2016, naproxen sodium (aleve) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type,"), bladder disorder ("bladder or urinary problems or"), urinary tract disorder ("bladder or urinary problems or"), migraine ("migraines / headaches"), fatigue ("fatigue,"), abdominal pain upper ("stomach pain") and back pain ("back pain"). In august 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced vulvovaginal dryness ("hormonal changes describe: vaginal dryness,"), rhinitis ("infection (other) describe:nose") and ear infection ("infection (other) describe: ear") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced tooth disorder (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced dry skin ("rashes or skin conditions type: dry,"), pruritus ("itchy") and muscle spasms ("muscle spasm/ back muscle spasm"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type,"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), paracetamol (tylenol) and surgery (esssure removal and tooth removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, tooth disorder, vulvovaginal dryness, cystitis, urinary tract infection, vaginal infection, rhinitis, ear infection, dry skin, pruritus, urinary tract disorder, migraine, cardiac disorder, blood disorder, nausea, fatigue, weight increased, muscle spasms, abdominal pain upper, weight decreased, anxiety, back pain and headache outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dry skin, ear infection, fatigue, headache, migraine, muscle spasms, nausea, pelvic pain, pruritus, rhinitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal dryness, weight decreased and weight increased to be related to essure. The reporter commented: left coil-5 ; right coil-2. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test was negative. Lot number (610890) is invalid. Lot number: 810890. Manufacturing date: 2010-12. Expiration date:2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 13-dec-2021: reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tooth disorder ('dental problems : teeth weakening') in a (B)(6)-year-old female patient who had essure (batch no. 810890, 610890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, ear pruritus, sneezing, watering eyes, wheezing, allergic rhinitis, dry cough, shoulder pain and dyspnea. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2009 to 2011 for birth control as well as anti allergic agents since (B)(6) 2015, fluticasone propionate (flovent) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2016, naproxen sodium (aleve) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type,"), bladder disorder ("bladder or urinary problems or"), urinary tract disorder ("bladder or urinary problems or"), migraine ("migraines / headaches"), fatigue ("fatigue,"), abdominal pain upper ("stomach pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced vulvovaginal dryness ("hormonal changes describe: vaginal dryness,"), rhinitis ("infection (other) describe:nose") and ear infection ("infection (other) describe: ear") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced tooth disorder (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"). In 2015, the patient experienced dry skin ("rashes or skin conditions type: dry,"), pruritus ("itchy") and muscle spasms ("muscle spasm/ back muscle spasm"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type,"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), paracetamol (tylenol) and surgery (essure removal and tooth removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, tooth disorder, vulvovaginal dryness, cystitis, urinary tract infection, vaginal infection, rhinitis, ear infection, dry skin, pruritus, urinary tract disorder, migraine, cardiac disorder, blood disorder, nausea, fatigue, weight increased, muscle spasms, abdominal pain upper, weight decreased, anxiety, back pain and headache outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dry skin, ear infection, fatigue, headache, migraine, muscle spasms, nausea, pelvic pain, pruritus, rhinitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal dryness, weight decreased and weight increased to be related to essure. The reporter commented: left coil-5 ; right coil-2. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pif received: case upgraded to serious incident, pelvic pain event was updated and removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.